Event description:
It was reported in a general comment that the procedure was to treat a lesion in the right superficial femoral artery (sfa). The 60mm absolute pro vascular self-expanding stent system (sess) was implanted but was noted to look shorter than what it should be and it looked more like a 40mm. Another 80mm absolute pro vascular was also implanted but was noted to look like 100mm and longer than what it should be. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that anatomical conditions and/or deployment technique resulted in the stent to inadvertently deploy shorter than expected; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional absolute pro vascular referenced in b5 is filed under a separate medwatch report number.